Event description:
It was reported that the patient's ipg had reached end of life. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.